Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing ongoing high blood glucose (bg) levels (400-600 mg/dl) and the cause was not known. The infusion set was changed. A correction bolus was delivered via the pump, the customer took (B)(6) and an insulin injection was administered.